Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.412" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator was displaying a message to reduce pressure on harmonic ace instrument blade. Customer stated that fragment(s) from reported harmonic ace instrument fell inside the patient and they were retrieved from the patient. The procedure was completed with no reported injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.